Event description:
It was reported that the user experienced an urgent low glucose alert followed by a blood glucose of 60 mg/dl, which was treated with a 7.5 oz can of regular soda and two graham crackers, after which glucose rose to 118 mg/dl and later a fingerstick measured 158 mg/dl; education was provided regarding staged carbohydrate treatment to avoid rebound hyperglycemia. Symptoms included no reported hypoglycemic symptoms. Outcomes included no need for medical intervention or hospitalization, and the user declined follow-up. Investigation included troubleshooting and education on hypoglycemia treatment and monitoring. Investigation of this case revealed no device malfunction and that the event was consistent with hypoglycemia of unclear cause with subsequent rebound due to rapid carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.